Event description:
Cancer center unable to access port. Pt presents for access. Upon accessing port, extravasation noted. Fluoro shows catheter disrupted. Port removed and catheter retrieved. Catheter disrupted approx 3cm from attachment site.